Event description:
During troubleshooting, it was verified that this was not a new product. The meter was not previously set in the correct unit of measurement. It was reported that the patient was taken to the hospital. They had taken 15 units of 70/40 prior to being taken to the hospital. They were monitored at the hospital due to shortness of breath and did not receive any treatment for their diabetes. Their blood glucose result at the hospital is not provided. There is also no further information regarding symptoms prior to being taken to the hospital. It is unknown as to how long their meter was in the wrong unit of measurement. Their diabetes medication regimen was also not provided. A replacement meter was sent to the patient.